Manufacturer narrative:
H4: the lot was manufactured between (B)(6) , 2020 to (B)(6) 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date between (B)(6) 2021 - (B)(6) 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an unspecified location of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. Further details describing the pm were not provided. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.